Event description:
Within weeks of treatment the pt experienced beading and erythema at the treatment sites which the physician diagnosed as an allergic reaction. The physician prescribed oral anti-inflammatories for treatment.